Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment outside the patient occurred. A 2.25 x 32 synergy¿ drug eluting stent was advanced to treat the lesion. However, after implantation of the stent, the physician was unable to see the stent. Cineangiography showed that there was no stent on the delivery balloon catheter. The procedure was completed with another of the same device. No patient complications were reported.